Event description:
Mps reported inaccurate cuts on pka. Cuts were very deep on a pka case. Surgeon also reported on previous thas they has to go to manual because the reamer would appear fully seated in the patient but very proud on the screen, not allowing them to get to the haptics and power. All presurgery checks are passing on both operative sides. No issues in rio registration, bone registration, or check points to enter cuts. Tha application.

Manufacturer narrative:
Reported event. An event regarding inaccurate values/ visuals involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: observation ¿ could not duplicate the problem. Noticed (B)(6) needed re-calibration. Action taken ¿ as a preventative measure, preformed kinematic calibration on right & left side of (B)(6). Diagnosed the entire system, all test passed. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 0 similar complaints for inaccurate resection. Conclusions: the alleged failure mode was confirmed to be potentially caused by re- calibration required issue as per the field service engineer visit. Based on the information reviewed there is no indication of any inherent software issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported inaccurate cuts on pka. Cuts were very deep on a pka case. Surgeon also reported on previous thas they has to go to manual because the reamer would appear fully seated in the patient but very proud on the screen, not allowing them to get to the haptics and power. All presurgery checks are passing on both operative sides. No issues in rio registration, bone registration, or check points to enter cuts. Tha application.